Manufacturer narrative:
See MFR report #: 3007566237-2011-09044.

Event description:
Literature: albright al. Technique for insertion of intraventricular baclofen catheters. Journal of neurosurgery: pediatrics. 2011; 8(4):394-395. Doi: 10.3171/2011.7.peds11211. Summary: the authors describe a technique to implant intraventricular catheters for baclofen infusion. The authors report on thirty-one patients who underwent endoscopic placement of intraventricular catheters for intraventricular baclofen (ivb) from 2004 to 2010. The patients ranged in age from (B)(6); there were 14 females and 17 males. The patients selected had anatomy that made implantation of intrathecal catheters difficult or inappropriate. Catheters were successfully inserted into the desired ventricular location in each patient; catheters remained in the desired location in 29 of 31 cases. Reportable event: the authors reported on a boy with extreme dystonia whose catheter was implanted with an anchor clasp. The catheter migrated extracranially from his head down to the pump in his abdomen. His dystonia, which had been substantially improved, worsened, and his catheter was replaced intraventricularly and the patient improved for a few months. The explanted catheter was not returned to the manufacturer. The patient's dystonia subsequently worsened over time.